Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06203, 1627487-2022-06204. It was reported the patient experienced inadequate stimulation. Troubleshooting revealed that the leads migrated. The patient also stopped charging the ipg. As such, it became inoperable. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on 19 january 2023 to address the issue.